Event description:
It was reported that the zoom malfunctioned. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported that the zoom malfunctioned. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the unit was plugged in at the time of an electrical repair to the room in which the unit was stationed. When the electrical service was restored to the room, an electrical surge damaged the units electronics. The issue was resolved for the customer by confirming that the unit has been replaced with an equivalent unit and that the affected unit has been taken out of service. PMA/510(k)# - (B)(4).